Manufacturer narrative:
(B)(4).

Event description:
(B)(4) user report received that states: "patient had left heart catheterization with selective coronary angiogram. Left ventriculogram was performed. Right common femoral angiogram was performed with attempted closure with abbott vascular perclose proglide device. The perclose suture broke, so manual pressure was used. The patient tolerated the procedure very well. No further information is available."

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is not known. The estimated date of occurrence will be entered as (B)(6) 2014. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.